Event description:
During routine follow-up after successful gore excluder aaa procedure, the physician reports no pulse in the left foot of the patient (timing unknown). The vascular surgeon present stated he thought there was a problem with the closure performed and a decision was made to perform an endarterectomy. This procedure yielded no improvement. Angiography revealed a posterior tibial artery occlusion just above the ankle. The surgeon then pulse sprayed 10 mg tissue plasmingen acitivator (tpa), with acceptable results.